Manufacturer narrative:
(B) (4): physio-control evaluated the device. The log files showed common indicators for the reported lock-up failure; however, the cause of this failure was not determined. The customer received a replacement device.

Event description:
The device was returned to physio-control per FDA field action #(B) (4). Upon initial evaluation, it was observed that the device was locking-up. There was no patient use associated with the reported failure.